Event description:
It was reported that the foley catheter had no abnormalities in the pre test was left in the operation room, and while using it was confirmed that after a few hours the balloon had completely deflated and had spontaneous removal. Per notification from investigator on 01apr2026, it was reported that the pin hole was found during sample evaluation on 02feb2026.

Manufacturer narrative:
The reported event is inconclusive due to the material number for sample return is different from the material number reported. Photo: received (4) sample photos. Photo (1) shows a 3 way all silicone foley catheter with sample port. Photo (2) shows balloon and catheter tip. Photo (3) shows verified material number 119314 and lot number ngjy4779. Visual: visual inspection noted material number reported (2758j14) is different from number for sample returned (119314). Thus, the reported event is inconclusive. Functional: using the in house luer lock syringe, the balloon catheter was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100 ml distilled water). Upon inflation leak at trifurcation site due to a pinhole measuring 0.014. The labeling is found to be adequate. DHR review can't be complete due to lot number is unknown. Based on the investigation results, and no additional action is required at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had no abnormalities in the pre-test was left in the operation room, and while using it was confirmed that after a few hours the balloon had completely deflated and had spontaneous removal.